Manufacturer narrative:
They physical device was not returned for investigation. Cloud data from the user for the period of 01feb2026-16feb2026 was downloaded for review. Review of the cloud data found no instances of temp basal being activated during this period. It was noted in the patient history buffer data that the system was primarily used in automated mode, with the only transitions to manual mode occurring to change pods. System mode switch to manual mode is required to enable temp basals. Without log files, it cannot be determined if attempts were made to navigate to the temp basal menu and activate temp basals that were unsuccessful. The exact cause of the reported event could not be determined. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s936usqs7bylr. Hardware: sm-s936u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not able to use a temporary basal rate on the android omnipod application. No further information was provided.